Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the luer connector of the powerloc was broken. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed; however, the exact cause is unknown. One 19 g x 0.75 in. Powerloc infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. The luer hub of the infusion set was observed to be completely detached. A small amount of material was observed within the distal end of the detached luer hub. A microscopic observation revealed this material was likely the adhesive fillet from the bonding of the luer hub to the tubing. The ends of this adhesive fillet were observed to be tapered and uneven. Some adhesive was also observed within the luer hub; however, little to no adhesive was observed on the proximal end of the tubing of the returned infusion set. While the exact cause of the detached luer hub could not be determined, possible causes include excessive tensile (pulling) forces, exposure to incompatible chemicals, and improper adhesive curing. Insufficient evidence was available to determine the exact cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the luer connector of the powerloc was broken. There was no reported patient injury. No other information was provided.